Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) procedure with vizigo sheath. There was difficulty advancing the vizigo sheath across the septum. The caller then reported that they noticed the tip of the vizigo sheath "buckled back on itself" on the fluoroscopy system. The vizigo sheath was replaced and the issue was resolved. The procedure continued. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The difficulty advancing the vizigo sheath across the septum was assessed as a MDR reportable issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) procedure with vizigo sheath. There was difficulty advancing the vizigo sheath across the septum. The caller then reported that they noticed the tip of the vizigo sheath "buckled back on itself" on the fluoroscopy system. The vizigo sheath was replaced and the issue was resolved. The procedure continued. There was no patient consequence reported. The device evaluation was completed on 08-jan-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that one of the irrigation holes in the tip was bumped. A dimensional test was performed on the outer diameters of the shaft sheath, and the results were found within specifications. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. The bumped tip could be related to the intracardiac resistance reported by the customer. Therefore, the complaint was confirmed. The potential cause of the bumped tip could be related to the manipulation of the device and dilator during the procedure. However, this cannot be determined with the information available. The instructions for use (IFU) of the device contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 06-jan-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).